Manufacturer narrative:
(B)(4). Evaluation of the incident pencil found a scrape in the cord causing a hole in the outer insulation of the cord. Bare wire was visible. The cord failed hipot testing indicating electrical leakage. Investigation determined the cord damage was caused during the manufacturing process. The cord caught on the feed tube of an assembly machine. Corrective action has been implemented.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the cautery pencil cord was damaged. The pencil was received in a cardinal minor ortho pack. The damage was noted prior to the procedure so the pencil was not used. Covidien's initial evaluation found the cord insulation damaged with bare wire exposed. The cord failed hipot testing.